Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that (qty. 2) of an ar-8944-22 drill bit broke during a case with a slight case delay of approximately 5 minutes to retrieve another bit. The device broke within the patient, but they could retrieve all fragments and complete the procedure. One of the incidents happened yesterday, and another with a different surgeon today. This was discovered during an unspecified procedure, with no patient harm. Additional information received on 6/31/2023: this was discovered during a patella tendon reconstruction procedure on (B)(6) 2023. The ar-8944-22 drill bit broke when drilling tunnels. The case was completed by opening a sterile 2.0 drill non-arthrex product. There were no pictures taken of the device..

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 5/31/2023: this was discovered during a patella tendon reconstruction procedure on (B)(6) 2023. The ar-8944-22 drill bit broke when drilling tunnels. The case was completed by opening a sterile 2.0 drill non-arthrex product. There were no pictures taken of the device..

Manufacturer narrative:
Corrected information: b5 date was corrected from 6/31/2023 to 5/31/2023. Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.